Event description:
Updated event description: it was reported that on (B)(6) 2020, the patient underwent for a removal surgery due to unknown reason. During the procedure, the screw broke at its neck. The surgeon reamed around the remained screw shaft with the hollow reamer and held the screw shaft with the pliers and removed the screw successfully. The surgery was completed successfully within thirty (30) minutes delay. The original implant date was reported (B)(6) 2018. The patient outcome is reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection of the returned device. During the visual inspection the screw was found broken between the screw-head and the screw-shaft. The screw-shaft is badly damaged with deep marks and deformation signs. The anodized layer is partially disappeared on the damaged areas. A dimensional test is not appropriate, as all complaint-relevant dimensions cannot be measured and can no longer correspond to the valid technical drawings specifications due to the damage incurred. Furthermore, a document specification review cannot be performed as no article and no lot number was provided. It should be noted that product failure is multifactorial. Based on the information currently available a definitive root cause cannot be determined. It is likely that the device encountered unintended forces, such as excessive force application during removal surgery, which finally lead to the breakage. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G3: the incorrect g3 date was inadvertently utilized in initial medwatch. The correct date is december 16, 2020.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a removal surgery due to unknown reason. During the procedure, the screw broke at its neck. The screw removed successfully. The surgery was completed successfully with 30 minutes delay. The patient outcome was unknown. The original implant date was reported (B)(6) 2018. This complaint involves one (1) device. This report is for (1)unk - screws: trauma. This report is 1 of 1 for (B)(4). Related product complaint: (B)(4).